Manufacturer narrative:
Block h6: imdrf device problem code a150103 captures the reportable investigation result of clip premature deployment at an unknown anatomy location. Block h11: the returned mantis clip was analyzed, a visual and microscopic inspections revealed that the device had evidence of premature deployment, the first activation was performed, one arm was bent, and the clip assembly was detached with the yoke still attached to the control wire. No other problems with the device were noted. Upon analysis, the bent clip arms were likely caused by procedural and manipulation factors, such as a high axial asymmetric load applied to one arm. Evidence suggests the customer attempted to grasp a large amount of tissue, which can deform the distal section of the clip arm and impair jaw closure. Additionally, the device showed signs of premature deployment, indicating the failure was most likely due to operational factors during the procedure, such as reopening the clip after activation, deployment technique, scope position or angle, or capsule detachment from surface contact. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. It was reported that the resected area was closed using this device; however, the clip bent when it was pulled to verify secure fixation. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the device showed evidence of premature deployment at an unknown anatomy, with one arm bent and the first activation performed. Please see block h11 for full investigation details.